Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited oversensing. Provocative motion did not reproduce any oversensing. The lead remained implanted.